Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had e238 error code during set up / inspection for use. There were no reports of patient involvement.

Event description:
No new additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The e228 (data error) was caused by a leak in the camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.